Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037058) on 15-aug-2014. The most recent information was received on 29-jun-2020. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("stabbing pain in sided continues til this day"), depression ("depression"), abdominal distension ("bloating"), abdominal pain upper ("tugging pain in stomach") and abdominal discomfort ("stomach sometimes feels like something heavy in stomach"). On an unknown date, the patient experienced auditory disorder ("hearing has changed"), visual impairment ("eyesight has changed"), breast tenderness ("breasts always tender"), gingivitis ("bacteria in gums"), amenorrhoea ("sometimes absence of menstrual cycle may go 3 months without") and adnexa uteri pain ("pain in ovaries"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, depression, abdominal distension, abdominal pain upper, abdominal discomfort, auditory disorder, visual impairment, breast tenderness, gingivitis, amenorrhoea and adnexa uteri pain outcome was unknown and the pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain upper, adnexa uteri pain, amenorrhoea, auditory disorder, breast tenderness, depression, genital haemorrhage, gingivitis, pain, pelvic pain and visual impairment to be related to essure. The reporter commented: essure insertion date: (B)(6) 2013, (B)(6) 2011 (discrepancy as per pif). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. 3 further ae case reports have been received to date in relation to batch no. A63347, but none of those cases refer to similar adverse types of events. No batch signal could be identified. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. The reported adverse events are not indicative of a quality defect per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: case become serious incident, essure removal surgery and date added. Reporters and patient demographics were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037058) on 15-aug-2014. The most recent information was received on 29-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping') in an adult female patient who had essure (batch no. A63347) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("stabbing pain in sided continues til this day"), depression ("depression"), abdominal distension ("bloating"), abdominal pain upper ("tugging pain in stomach") and abdominal discomfort ("stomach sometimes feels like something heavy in stomach"). On an unknown date, the patient experienced auditory disorder ("hearing has changed"), visual impairment ("eyesight has changed"), breast tenderness ("breasts always tender"), gingivitis ("bacteria in gums"), amenorrhoea ("sometimes absence of menstrual cycle may go 3 months without") and adnexa uteri pain ("pain in ovaries"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, depression, abdominal distension, abdominal pain upper, abdominal discomfort, auditory disorder, visual impairment, breast tenderness, gingivitis, amenorrhoea and adnexa uteri pain outcome was unknown and the pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain upper, adnexa uteri pain, amenorrhoea, auditory disorder, breast tenderness, depression, genital haemorrhage, gingivitis, pain, pelvic pain and visual impairment to be related to essure. The reporter commented: essure insertion date: (B)(6) 2013, (B)(6) 2011 (discrepancy as per pif). Lot number: a63347 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.